Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when attempting an im injection using the bd integra¿ syringe with detachable needle on a patient when the plunger of the syringe was depressed, the needle did not retract as expected. No injuries sustained. This type of malfunction has occurred in the past as well. Staff demonstrated correct practice to activate safety mechanism. Found during use.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. DHR review for batch 7177699 (p/n 305272): manufacturing dates: 08/24/2016 08/15/2017. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7177699 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.